Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to fluid loss. It was noted that the sphincter could not cycle. A new aus was implanted with no patient complications.